Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and the panasonic dmc tz8 digital camera. We made a visual inspection of the standard handle. Here we found scratches, cracks, and a missing halar coating. Next we made a visual inspection of the shaft. Here we found a bent shaft and a damaged plastic coating. Last we made a visual inspection of the insulated outer tube. Here we found grooves and scratches. Conclusion and root cause: the root cause of the problem is most probably reprocessing, maintenance and usage related. Rational: according to the quality standard, a material defect or production error can be excluded. We assume the damaged, cracked and partially missing halar coating as the causal factor. We also assume that the standard handle was most likely reprocessed over 300 cycles due to the manufacturing date of 01-01-2002. The insulation is tested and verified and verified to withstand 300 reprocessings. Additionally the service life will depend on the individual intraoperative usages and the specific reprocessing conditions. There is also the possibility that the isolation was damaged due to falling and impact or pre-damage or similar due to previous surgeries. Due to a damaged isolation and the reprocessing procedure, the isolation could have been ruptured or flaked. We assume a mechanical overload situation as the causal factor of the bent shaft. There is the possibility of torsion or high leverage with the instrument. We assume that the scratches and grooves at the insulated outer tube were caused due to other instruments or an improper handling. Additionally the outer tube shows heavy signs of wear. There is the possibility for disruptive discharges if the outer tube has scratches, grooves and fine cracks. No CAPA in necessary.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported by the surgery director that a patient was burned during surgery. While using a maryland grasper to cauterize, the handle touched the patient's skin and caused a burn. There was a 20 to 30 minute delay in surgery. Additional intervention was required. The surgeon excised the burn. Components in use listed as concomitant devices are: pm973r - insulated outer tube 5/5mm 310mm. Pm699r - jaw ins.maryland diss.insul 5mm 310mm. Pm950r - standard handle ins.